Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed due to a defective charge-coupled device. An additional reportable malfunction identified was error code e216, a scope communication message, and was due to corrosion on the video plug. Additional issues were identified during the device evaluation: the distal sheath was scratched; the adhesive on the distal sheath had a chip, there was a crack at the video connector; and due to wear on the forceps elevator lever and the angle knob, torque was noted to exceed the standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported the image on the endoeye flex deflectable videoscope disappears during angulation and cuts off at a downward angle but then returns. There were no reports of patient harm associated with this event.

Manufacturer narrative:
Device manufacture date should have been mar 12, 2015 rather than apr 13, 2015 on the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to a malfunction of the image sensor unit, a board inside the video connector, or a problem on the system side. Olympus will continue to monitor field performance for this device.